Event description:
It was reported that most of the time the pump has alarmed (brief alarm) then says downstream occlusion clear; 90% of the time this is before patient involvement. Started several months and recently recorded 24 may, and 20 june had an alarm with downstream occlusion, and they have to keep pressing prime until it clears. Then when connect to patient pump two times has alarm lasting 3 or 4 times then ok for rest of 24 hours. There was patient involvement and no human harm/adverse event reported. Physical harm was avoided because the patient swapped to a different batch and kept priming the line until the alarm cleared. The event occurred at a patient¿s home. There were 10 occurrences over the last 3 or 4 months. A1: one patient, ten product malfunctions. Emdr- (B)(4) all represent the same patient. This is the third malfunction for the related reports

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. Review of service history could not be performed as no serial number was provided. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.